Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms. The customer's blood glucose was unknown. There was cracks on casing, act button was not always work, motor error alarms and customer think insulin pump was not delivering insulin accurately. The insulin pump and reservoir will not be returned for analysis.